Event description:
A legal notice was received by sunrise medical (us) llc regarding a bed fire resulting in death. The end user called 911 on (B)(6) 2012, to report that her bed was on fire. The fire dept and police responded to the call and the end user was transported to the hospital via ambulance, where she was pronounced dead. An inspection was done at the scene of the fire on (B)(6) 2012. The hospital bed frame and some parts of the motor remained intact, but there was no MFR name or serial number visible. The mattress was burned up and the frame was rusted. The fire inspector stated informally that he did not believe he would be able to determine a cause of the fire but speculated that it might have been caused by the end user smoking in bed. The entire room was bagged up for evidence. As the legal case progresses and more info becomes available, we will file a follow up report at that time.